Manufacturer narrative:
Based on the claim against the product by the customer noting the vessel sealer extend (vse) instrument jaws would not open, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the vessel sealer extend (vse) instrument be returned for evaluation; however, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Additional information is being gathered and the investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, the vessel sealer extend (vse) instrument jaws would not open. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the good faith efforts no further details have been received from the user facility as of the date of this report.

Manufacturer narrative:
Based on the claim against the product noting the vessel sealer extend (vse) instrument jaws would not open, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vse instrument was analyzed, and the reported failure was neither replicated nor confirmed. The instrument's grip open lever was manually actuated off the system and the grip tips open and close properly. The instrument was placed a driven on an in-house system. The instrument passed initialization. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument passed cut and energy delivery tests. The instrument passed jaw ceramic dot verification and ceramic dot swipe tests. No failures were observed during log review of remotefe and dsp logs. There was no problem detected. The complaint regarding grip issue was not confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.